Event description:
Per the clinic, the patient experienced poor performance with the device and poor connection to the internal device due to having retention issues. Subsequently, the patient was placed under general anesthesia (specific date not reported), in order to undergo a skin flap revision surgery. Additional information has been requested but has not been made available as of the date of this report.